Manufacturer narrative:
The manufacturer previously reported an allegation that the ventilator would not power on. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and power management board were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not been returned yet for evaluation. A follow up report will be filed once the device has been evaluated.